Event description:
The customer reports that when they first walked into the lab, the monitor of the architect i1000sr analyzer was blank and the uninterruptible power supply (ups) was beeping. A noticeable burnt odor was also present. The customer powered the monitor on/off with no resolution. No other power issues were noted for any of the other equipment in the lab. The customer by-passed the ups and plugged the analyzer directly into the wall outlet with no resolution. A service call was initiated. An abbott field service engineer (fse) visited the customer site to inspect the analyzer. Upon testing of the system control center (scc), the fse noticed sparks from within the units power supply. There were no injuries nor damage to the surrounding lab environment. The fse found no issues with the ups. There we no reports of any impact to patient management due to this issue.

Manufacturer narrative:
The abbott field service engineer (fse) replaced the power supply (scc-f+) and resolved the issue. Subsequent instrument operations were acceptable. No product was made available from the customer site for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the I system service and support manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product deficiency exists. The issue was addressed through standard troubleshooting procedures. (B)(4).